Event description:
A trilogy evo ventilator was returned to the third-party service center for service. No medical intervention was specified. The device was not reported to be in clinical use. The device was returned to the third-party service center for evaluation, and an error code was confirmed through review of the device error logs, that indicates a condition where the oxygen proportional valve controlling oxygen flow to the blower inlet may be mechanically stuck open or closed. In conclusion, the device's obm assembly required replacement to address the issue. The device was tested and passed all final testing. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly.